Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Corrected data: explant date is (B)(6) 2018 not (B)(6) 2018 as previously reported.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg approximately 2 months ago. As a result, the patient was without stimulation and subsequently the device was deemed inoperable. In turn, surgical intervention is pending to address the issue.